Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. There were stent struts from the center to distal end of the stent that were stretched and bent. The distal end of the stent was stretched over the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. There was solidified blood in the wire lumen at the proximal markerband. An attempt to inserted a 0.014inch guidewire through the wire lumen met with a dried blood in the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jun-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. Pre-dilation was performed with a nc emerge balloon. A 2.25mmx38mm synergy¿ drug-eluting stent was advanced; however, it failed to cross the lesion. Friction against the guidewire became strong during attempts to cross, hence the physician was unable to manipulate the device. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.